Event description:
A low discordant immulite 2500 (B)(6) result was obtained on a patient sample. The initial low result was questioned by the lab and repeated with higher results. Another assay was re-run which confirmed the high results and was reported. The discrepant low result did not alter patient treatment. There was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
The siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that there are no known cause for the discordant (B)(6) result. The instrument is performing within specifications. No further evaluation of the device is required.